Event description:
Boston scientific received information that this right atrial (ra) lead exhibited intermittent high, out-of-range pacing impedance measurements. The lead was monitored for approximately two years for this impedance issue. A lead fracture was suspected; however, an x-ray performed on the date of the revision procedure did not confirm a fracture on the ra lead. When the implanted pacemaker reached its elective replacement time, this ra lead was surgically abandoned. No new ra lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As the lead is not able to be returned, clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.